Event description:
Plaintiff alleges "...injuries as a result of...implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."

Manufacturer narrative:
5/1/1998 received fact sheet from plaintiff's attorney. Gel-filled implant; 1 implant.